Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using the pre-close technique, via a 7f sheath hole, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two sutures were successfully pre-placed. However, while applying tension to the first suture, the suture separated. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the 2 pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.